Event description:
New information indicates that programming changes were made. The patient was asymptomatic.

Event description:
It was reported that a review of remote transmission showed the device delivered an inappropriate anti-tachycardia pacing (atp) therapy due to an incorrect interpretation of rhythm. No intervention performed at this time. The patient was in stable condition with no adverse health consequences.